Manufacturer narrative:
As reported, the patient experienced pain post implant of the ventralex st mesh. As reported the source of the patient¿s cyclical pain has not been identified by the health professionals treating the patient. The degree to which the ventralex st implant used to treat the patient, may be causing, or contributing to the ongoing pain is unknown. Pain is listed as a possible complication in the adverse reaction section of the instructions-for-use, provided with the device. A review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent surgery for a supraumbilical hernia with the implant of ventralex st mesh on (B)(6) 2023. Per the information provided, "as soon as woke up from the operation, I had pain in my right flank, like a huge stitch. I informed the surgeon, who told that the operation had just taken place and that the pain was normal. Except that, two years later, the pain is still with me. Pain comes and goes every month, a week before my period. I get really bad pain in my right side, especially in the same place as a stitch, and the pain also goes under ribs. It usually lasts a week. During these episodes, the slightest movement is painful, difficulty getting up without hunching over for several minutes, cannot laugh without feeling pain, and have very bad nights because every time want to change position, it feels like I am being stabbed in the stomach. I have seen the surgeon several times and he says that it is not the prosthesis or the operation, and that the only thing he can do is open up again to see if there are any adhesions. I've also seen a gynecologist a gastroenterologist and a physiotherapist, and had ultrasounds, CT scans, mris, specific scans for stones, specific tests for endometriosis, shock waves for adhesions...absolutely nothing in any of these cases," patient's report current condition: severe cyclical pain since the operation.